Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients name is not appearing in the full report from implant/pairing while using the diagnostic mobile programmer application (app). It was noted that the user had used his tablet, turned off wireless fidelity (wi-fi), and was using the most recent version of the app. The user registered the implanted device in the registration network. It was further noted that the clinic called the company representative, and informed them that the patients name was not appearing on the full report from implant/pairing. When the user looked in the remote network there were also question marks (???) In the 'reason for monitoring' field, and all the auto episode information is selected "off". It was additionally noted that it took a long time for the patient connector to connect with the device. A part of troubleshooting it was recommended that the patient do another manual transmission to see if data gets updated within the remote network, and if not, then it was recommended that the patient come into the office to verify programming. Additionally it was noted that the patient had been checked into the office, and all settings were as they should be based on the indication for placement. An investigation has been opened to resolve the issue. No further patient complications have been reported as a result of this event.